Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low amplitude signals and oversensing of noise that resulted in delivery of an inappropriate shock. Review of a previous untreated episode noted noise and a wandering baseline. Technical services (ts) discussed potential causes and troubleshooting options. Noise was intermittently able to be reproduced in alternate and primary sensing vectors, however, no noise was observed in secondary. An x-ray was performed and noted no obvious anomalies other than the electrode was observed to have a sharp bend upon exiting the device header. The physician requested a commanded shock be delivered to test the system. Additional information has been requested, however, at this time, no additional information is available. No adverse patient effects were reported. This device remains in service.